Event description:
It was reported that during a test in the operating room the balloon would not stay inflated.

Manufacturer narrative:
We received one 120602f embolectomy catheter for examination. The balloon was found to be ruptured longitudinal between the windings. There appeared to be latex missing. The windings appeared to be in good condition. As stated in the product IFU the embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material. The inflation volume for this catheter is 0.2ml (gas only) per the product IFU. The catheter body tube is also in good condition, there is no visible damage. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.